Manufacturer narrative:
Trackwise # (B)(4). Updated sections: d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory on 03/02/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the cannula tip. The device was returned outside its sterile packaging. A piece of brown hair was observed on the packaging material of a different device. We can't assume that the hair was in our packaging. Based on the returned condition of the device, the reported failure "contamination/decontamination problem" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 7 xb bisector. They said that during harvest they noticed a piece of hair like plastic in the leg, from the vasoview. They saved it and completed case with same device. They were able to retrieve the piece of plastic through same incision. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview 7 xb bisector. They said that during harvest they noticed a piece of hair like plastic in the leg, from the vasoview. They saved it and completed case with same device. They were able to retrieve the piece of plastic through same incision. The hospital did not report any patient effects.